Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1003, indicative of the battery voltage being too low for the projected remaining capacity. Review of device data by boston scientific technical services confirmed the presence of code 1003 and advised that the device should be replaced. The ICD remains in service and there have been no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1003, indicative of the battery voltage being too low for the projected remaining capacity. Review of device data by boston scientific technical services confirmed the presence of code 1003 and advised that the device should be replaced. The ICD remains in service and there have been no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the ICD was performed. Visual inspection of the device case and header did not reveal any abnormalities. Review of device memory confirmed code 1003 was declared on 10-may-2024. A diagnostic review indicated constant power since september 2023. Also, the battery run-down was faster than expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The device was forwarded to residual gas analysis testing, which did not indicate any presence of hydrogen or water vapor. The device case was then cut open to facilitate further internal inspection. The battery voltage was measured to be 2.916 volts. The battery and high voltage capacitors were removed from the electronics assembly, the hybrid was connected to an external power source, and an average current draw was observed. The battery was then sent for further analysis, which concluded cathode material on the anode. This creates an environment involving the battery leaving it susceptible to electrical shorting, which may have contributed to the premature battery depletion allegation made in the field.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1003, indicative of the battery voltage being too low for the projected remaining capacity. Review of device data by boston scientific technical services confirmed the presence of code 1003 and advised that the device should be replaced. The ICD remains in service and there have been no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.